Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure wherein the ipg was replaced and upgraded for easier charging and new smartphone remote capabilities. The patient was doing well postoperatively. The explanted device was discarded and will not be returned.